Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not close. There was no patient injury, medical/surgical intervention required. Additional information was received on 20 august2021: the problem was that the components did not deploy. The collagen and suture were not positioned in the artery. The entire device come out of the patient. The procedure was a coronary angioplasty using a 7fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiography was performed. At the time of inserting the biocomponents of the device through the introducer one of the steps was not performed correctly, the second click was not performed correctly, this is the reason why the components were not prepared correctly to be deployed in the artery. Manual compression was performed on the patient. Blood loss was a minimal less than 250cc's. There was not any noticeable damage to the device.